Manufacturer narrative:
Brand name: uno op-flex. Common device name: catheter and tip, suction. Complainant state/province: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿human hair inside the sterile packaging.¿ the product was not used on or by a patient. Photographs depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review was performed. No non-conformance report (ncr) related to complaint issue were initiated for complaint order during production. The batch record review resulted in discrepancy which was investigated non-conformance report ¿hair inside product individual package¿. A root cause investigation was performed. On the base of available information, following potential causes for the issue ¿hair inside of primary pack¿ are determined: noncompliance with the rules of movements and stay in classified rooms by operators during manufacturing process. Cap does not provide full cover of hairs. Additional actions are not required at the moment. The trend will be monitored. Picture is received and evaluated. Hair is observed. Defect is confirmed. And investigation was performed under non-conformance report ¿hair inside product individual package¿ is valid. No samples were received. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details has been received.